Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2011. (B)(4). The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Received a maude report from the FDA that was sent by an unknown risk manager at a facility. The risk manager had reported that a lap-band that a device was "leaking where the port (of lap band) had connected to the tubing." No additional information is available.